Manufacturer narrative:
Age at time of event, date of birth: unknown, sex: unknown, weight: unknown, ethinicity: unknown, race:unknown, date of event: unknown, model: expiration date unknown, implant date: unknown, explant date: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unknown. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted evo viva lenses into 14 eyes. The surgeon reported 28.6% of the eyes (total of 4 eyes) lost 2 or more lines of best corrected vision (bcva) at 3 months post-op. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted evo viva lenses into 14 eyes. The surgeon reported 50% of the eyes (total of 7 eyes) lost 2 or more lines of best corrected vision (bcva) at 3 months post-op. Additional information has been requested but none has been forthcoming. Claim # (B)(4).